Event description:
The dealer alleges the chair will speed up unexpectedly and then quickly come back to the normal settings, causing the consumer to be thrown from the chair. No serious injury is alleged.

Manufacturer narrative:
No injury reported. Consumer alleges chair would increase speed and come back to normal. Consumer alleges he fell from the chair. Nature of complaint suggests a new user and chair operational settings may not be appropriate for user. MDR filed as a conservative measure.